Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault. The modular cable was exchanged. The exchange resolved the fault. Review of the submitted log files captured backup battery faults on system controller, serial number (B)(6), and system controller, serial number (B)(6). Additionally, the log files captured low power hazard and power cable disconnect alarms while connected to the mobile power unit (mpu) that were consistent with a loss of power to the system.

Event description:
The mobile power unit (mpu) was noted to have a v lock connector. The mpu power cord did not come loose from the outlet or back of the unit, and no environmental circumstances were reported which could have contributed. The mpu was not removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data associated with the reported event was observed on 22apr2025 and was reviewed. The log file captured a low voltage hazard alarm was captured from 08:46:05 to 08:46:09 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord, and that the ac power cord did not become disconnected from the wall outlet or from the back of the unit. It was noted that there were no environmental circumstances that would have affected ac power at the time of the event. It was also noted that the mpu was not removed from service. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate mobile power unit was not reported with the event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. B) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.